Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose level was 284mg/dl. Reportedly, the customer had performed the fill tubing sequence and no additional occlusion alarms occurred. The customer believed the occlusion may have occurred due to wearing tight clothing that may have pushed onto the infusion set site. Insulin deliveries were resumed after removing the tight clothing. The customer declined troubleshooting.